Event description:
The customer reported via phone call that they had a sensor serter anomaly on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that the sensor got stuck inside serter. Customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.